Event description:
Patient was in the or having an exploratory laparotomy, lysis of adhesions, left salpingo-oophrectomy. The gynecology (gyn) chief resident was holding the bovie pen that caused a burn to the patient's abdominal skin near the surgical incision. The size was described as being the size of a match head and reddened. On the second post operative day the patient's physician ordered the burn area to be treated with silvadene 1% cream. Bovie pen is a disposable item and was discarded. They come 100 units/box. Not sure which lot it was pulled from, therefore unable to provide additonal information.